Manufacturer narrative:
(B)(4) baxter received and evaluated the device and found it was in specification in relation to the reported symptom, confirmed failure pm test, which was not reproduced or confirmed during evaluation. The device passed all testing and no component could be identified for causality. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-01609 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump experienced a confirmed failure during preventive maintenance testing. It was also reported there was no patient involvement.